Event description:
The customer reported that the insulin pump is not functioning and her blood glucose was very high. The customer removed the cannula and it was bent. Then the customer stated that she was in the emergency room due to diabetes ketoacidosis and high blood glucose on the 400s mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found several no delivery alarms. The high pressure test was completed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.